Manufacturer narrative:
The customer's test strips were provided for investigation. The test strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. The investigation tested the returned strips with glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4). The customer confirmed qc prior to patient testing was acceptable. After lancing the patient's finger, the customer wiped the first drop of blood and used the second drop of blood for meter testing. At 1:40 pm, the patient's glucose meter result was 39 mg/dl. At 1:45 pm, the patient's glucose meter result was 230 mg/dl.